Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Reason for device explant and/or reoperation: shell irregularities. (B)(4).

Event description:
It was reported that while a (B)(6)-year-old caucasian female was undergoing a breast augmentation revision with a 650cc mentor memorygel breast implant the physician noted that there appeared to be a divot in the device. The physician used a different implant to complete the procedure. There were no known patient consequences.